Event description:
The customer reported that during a procedure, while inserting the stentube, the tubing broke (in the tubing not at the metal). They used the other tube from the same box to finish the case without further incident. No patient complications were reported. The sample was saved and will be returned to quest. Product code lis052; lot number 26160.

Manufacturer narrative:
Add'l lot # 25742.d08, exp date: 12/20/2007, device MFR date: 12/2005.